Manufacturer narrative:
Product event summary: preliminary analysis found the log could not be downloaded, the software could not be updated, the programmer crashed after being powered on for half an hour, the programmer cannot get the information from pacemakers and sometimes the programmer displayed an error number when powered on.

Event description:
The programmer was returned for inspection. The programmer was analyzed and tested out of specification. There was no patient involvement.